Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 450 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer resolved the occlusion issue by changing the infusion set and cartridge before resuming insulin use. The customer did not require any third-party assistance.